Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 118 mg/dl at the time of the call. The customer sated that their insulin pump went into a low threshold suspend. The customer was assisted with trouble shooting. The customer was not seriously injured or hospitalized. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.